Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose of 600mg/dl due to infusion set leaking. The customer blood glucose at the time of incident was 552 mg/dl. The customer did not experience any symptoms due to high blood glucose. The customer was treated by bolus with insulin pump and manual injection. Troubleshooting was done for high blood glucose. Customer stated they had changed infusion set 3 times. Customer has been using insulin pump within 48 hours of the event. Customer did not used automode feature at the time of the event. Based on customer report customer does not allege pump was under delivering. Customer stated the quick release was tightly connected. Customer stated they only saw leakage during bolus. The insulin pump will not be returned for analysis.